Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8137294, our records show it was manufactured april 6th-9th, 2018; it was determined that this is the only instance of foreign matter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was submitted for evaluation and testing purposes; engineers found a crystalline substance on the catheter hub of the device. Visual observation of the device was sufficient to determine the identity of the foreign matter as silicone. Bd uses a silicone lubricant to ease the friction on the catheter during the insertion of the device, when an excess quantity of the lubricant is added to the catheter it will crystalize into the substance observed on the device shipped to your company. An evaluation of the manufacturing facility was unable to identify any abnormalities during the course of production that would explain the placement of silicone at this location on the device. Investigation conclusion: although the root cause for this event is related to the manufacturing process, bd engineers could not definitively identify it at this time.

Event description:
It was reported with the use of the bd pegasus¿ safety closed IV catheter system there was an issue with foreign matter. There was no report of injury or medical intervention.